Event description:
After an implantation period of approx. 37 months oversensing was reported during a cac measurement.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data, comprising a home monitoring report of (B)(6) 2018 have been analyzed. Confirming the clinical observation, noise was observed in the ventricular channel of episode 3. At this time an automatic ventricular threshold measurement was in progress. The data further showed a decreasing trend of the atrial as well as the ventricular sensing amplitude since (B)(6) 2018. Based on the information available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.